Manufacturer narrative:
Insulin pump had minor scratches on lcd window, broken belt clip slot, cracked reservoir tube lip, broken off end cap and stained end cap sticker.

Event description:
The customer reported that the insulin pump had physical damage. The customer stated the bottom of the insulin pump was completely coming off. Customer's blood glucose was unknown. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.